Event description:
Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). This report is being submitted to rely additional information. Visual evaluation of the returned products identified that there is debris inside the sterile packaging which is consistent with the appearance of foam debris from the foam packaging inside the sterile barrier. The complaint has been confirmed. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage causing the foam packaging to become abraded and shed. Upon investigation, it has been determined that the debris in the sterile packaging meets the acceptable criteria and product is conforming to specifications. Event is no longer considered reportable, and initial report should be voided.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00066, 0001825034-2020-00068, 0001825034-2020-00075, 0001825034-2020-00077.

Event description:
It was reported that an investigation of circulated items was conducted and devices were identified to have debris in sterile packages. No hospitals or patients were involved. No further information is available.